Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead was returned, analyzed and the helix disengaged from the helical channel. It was noted that there was blood/body fluid on several conductors (not obstructed), the inner tubing was kinked/buckled, the inner tubing was cut, the outer insulation was breached cut, the outer tubing overlay was breached cut, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism and the tip seal was observed to be out of position.

Event description:
It was reported that during the implant attempt, the helix was over-retracted during repositioning and after that it was unable to deploy again. The insulation was cut and a wire was placed inside the lead to extract the lead. A different lead was implanted. No patient complications were reported as a result of this event.